Event description:
During the implant procedure, while using a vns tunneler, bleeding occurred. Physician made another incision to locate the bleeding and stopped it by applying pressure and cauterization. This resolved the issue.